Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat g3+ cartridges that yielded suspected discrepant results on a male infant patient. At the time of the initial call there were no I-stat results available. New information was received on 06/17/2018 and I-stat results became available. There was no additional patient information available at the time of this report. Return product is available. (B)(6). Sample times are not available. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. It is suspected that the results provided are not from the same patient. However, this is not confirmed at the time of this report. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 06/20/2018. A review of the device history record confirmed the lot passed finished goods release criteria. Retain cartridge test results met the acceptance criteria found in q04.01.003 rev. Ac, appendix 1- product complaint level 2 and level 3 investigation procedure. Two returned cartridges were tested where the customer complaint was not reproduced. Test results met the acceptance criteria for suppressed results found in q04.01.003 rev. Ac, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency identified.

Event description:
Na.